Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump may have had a possible delivery anomaly. The customer was sweating. The caller stated that they think she received too much insulin and therefore suspended the insulin pump. When the customer woke up she noticed the reservoir was empty. The customer is waiting to hear back from the health care professional. Customer's blood glucose level was not reported. The device was not returned.